Event description:
In 06/06 abbott point of care was contacted by a customer who stated that according to their facilities protocol, they sent a patient's sample to the laboratory for repeat testing after the pt/inr result from the I-stat system read greater than 4.0. The patient's result via fingerstick on the I-stat system was 4.5. Another sample was drawn and sent to the laboratory for testing on the stago analyzer, and the pt/inr result was 3.4.